Event description:
On (B)(6) 2012 correspondence was received from the explanting facility where it was noted that on (B)(6) 2012 both the lead and generator were explanted and replaced due to a possible 105 generator recall as the generator did not appear to be providing the appropriate output current and leads gave high lead impedance when tested with the new generator. There was also the observation of charring/blackening of the generator, lead, and surrounding tissue. The explanted lead and generator were returned to the manufacturer and product analysis is currently underway. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received from the physician's office where he indicated that the seizure activity was related to the device as he believed the device was malfunctioning. The surgery to replace the device did occur to preclude a serious injury and seizure control has improved since the generator was replaced. There were no other causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the seizure activity.

Manufacturer narrative:
Corrected data: initial report provided information for the generator however additional information received indicates that the issue was due to the lead. The information has been updated on this report.

Event description:
On (B)(6) 2012, it was reported that the patient was having more seizures for the past month and when the device was interrogated, it appeared to have about 10% battery life remaining. The patient is said to have more seizures when the generator is running low, therefore, the patient was referred for revision surgery. The patient underwent generator revision surgery in which the generator was explanted and replaced. Good faith attempts to obtain additional information as well as the explanted generator for analysis have been unsuccessful to date.

Event description:
Good faith attempts to obtain a copy of the operative report from the date of surgery have been unsuccessful.

Event description:
Additional information was received on (B)(4) 2012 when analysis of the explanted generator was completed. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the explanted lead was completed on (B)(4) 2012. During the visual analysis of the returned 271mm portion pitting was observed on the connector pin and connector ring surfaces. Scanning electron microscopy identified evidence of pitting and machine marks on the connector pin surface. Scanning electron microscopy identified evidence of electro-etching, pitting and machine marks on the connector ring surface. During the visual analysis of the returned 271mm portion the connector pin quadfilar coil appeared to be dissolved throughout. A small fragment of the connector pin coil was taken from the connector pin area for sem photos. Scanning electron microscopy identified the area as being thin and worn which prevented identification of the coil fracture type with pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be remnants of dried body fluids were observed inside the outer silicone tubing, in some areas. The slice marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The marks appeared to have been made by a sharp object which could have occurred during the explant procedure, however this cannot be confirmed. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Follow up with the neurologist's office revealed that they did not receive any high lead impedance warning messages. When the surgeon observed the blackened tissue around the generator, he notified the neurologist to let him know full revision surgery would be performed. Attempts are being made to obtain a copy of the operative report.